Event description:
Related manufacturer reference number: 2017865-2023-95800 it was reported that a patient presented with over -sensing of noise noted on the patient's right atrial and ventricular leads. This resulted in inappropriate automatic mode switch on the atrial lead and inhibition of pacing on the ventricular lead. Corrective programming changes were made. No patient symptoms were reported.

Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions.